Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient reported that they disconnected in the dwell cycle and did not make it back in time before the machine started into the drain cycle. The home patient reported that they reconnected their transfer set to the homechoice set after receiving the system error alarm. Baxter's technical service center assisted the home patient in ending therapy. No patient injury or medical intervention was associated with this incident, per the home patient.